Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that shortly after the implant procedure the patient lost all feeling from the waist down. The physicians found a blood clot, related to the procedure, was pressing on the spinal cord. The device was removed and the patient is recovering in a rehabilitation facility.